Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) that stopped working. The device was removed and replaced with a tactra. No further information has been reported.

Manufacturer narrative:
Date of event is an approximate.